Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increased threshold was observed due to left ventricular lead dislodgement. Lead dislodgement was confirmed by diagnostic imaging. The issue will be resolved by repositioning the lead. The patient was stable and experienced no adverse health consequences.